Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
The customer reported a motor error on the insulin pump occurring during manual prime. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 63 mg/dl during the phone call with the helpline. The customer treated with glucose tablets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.